Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided. Additional 510k numbers: k011028 and k013227. Device not returned to manufacturer for evaluation.

Event description:
It was reported that the implant (B)(4) was unstable and during removal, the implant was aspirated by the patient. Tooth location 2.

Manufacturer narrative:
One zimmer implant was returned for inspection. A visual inspection revealed that the implant was in good condition and no failure was detected. A device history review was performed and no related nonconformance¿s were noted. The dimension of the implant collar was measured and compared to the product drawing. The length of the implant could not be measured due to the crown still being assembled. The collar diameter was found to be within acceptable tolerances for release. The complaint is confirmed. A singular cause cannot be determined. The following sections have been updated: UDI: (B)(4).

Manufacturer narrative:
The doctor indicated non integration with aspiration. Additional information was received on january 17th, 2018 from the subsidiary confirmed that the reported event is only non integration, and aspiration was indicated by mistake no aspiration actually occurred.